Event description:
Adverse event(s): "believed being corrected for distance vision, however, now has monovision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she is "very unhappy" because she thought her vision was being corrected for distance, but instead she now has monovision. The consumer did not provide the surgeon's info; therefore, no follow-up could be done.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The reporter did not provide the surgeon's contact info; therefore, no follow-up could be done. (B) (4). (B) (4).